Event description:
Found during routine testing. The customer called to report the device service light illuminates shortly after the device is powered on (~1 min). The device error log did not contain any current fault codes so physio-control provided technical assistance on how to clear error log, perform a defibrillation self calibration and then functional and performance testing. The customer later reported that when the hospital biomedical engineering staff evaluated the device, they had cleared the error log and attempted to calibrate the unit, but the service indicator and the fault code continued to occur and the device indicated that the defibrillator charge had failed.

Manufacturer narrative:
The hospital biomedical engineering staff concluded that the root cause of the reported problem was due a failure of the therapy pcb assembly. They determined that the replacement therapy pcb assembly necessary to repair the device was too costly, so they took the device out of use to purchase a new replacement device.